Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in one piece. Failure event observed during analysis. Final analysis found insulation degradation breaching the outer insulation at 4.5-4.7 cm form the connector pin. Other damages found are sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.